Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after the implant procedure. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(6), batch: 14147786/14357501.

Event description:
It was reported that the patient had an infection at the ipg pocket site. Symptoms of redness and pus were noted at the incision site. The patient was placed on antibiotics and underwent an explant procedure wherein all device components were removed. The explanted devices were disposed by the medical facility and will not be returned. No further information has been obtained despite good faith efforts.